Event description:
(B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional medical records to the previous review were received and reviewed. Hospital admission records beginning on (B)(4) 2007 contain a brief statement of the initial procedure on (B)(6) 2007. There were no significant findings within this statement suggesting complications or deviations from the recommended surgical procedure. A progress note dated (B)(6) 2012 states that the patient has reported pain in the thigh and right hip area on the inguinal and gluteal side for about 1 year. This note mentions a radiological scan that show signs of stem loosening in the proximal part, and signs of asymmetry of the polyethylene insert. Similar to the initial surgery, there is a brief statement within the hospital admission records in regards to the revision surgery on (B)(6) 2012. Physician states in this note that the joint contained turbid fluid under pressure. Physician states there are numerous bone defects around the acetabulum, reaching deeply beneath it. Physician states the defects are filled with amorphous masses similar to caseous and similar defects are reaching between the bone and the prosthesis stem. Physician states upon removal of the polyethylene insert, it was found to be asymmetrically worn. Physician states an attempt to remove the metal parts of the prosthesis failed and despite numerous bone defects, the metal components show no signs of loosening. A spacer made of bone cement with gentamicin was left in the joint space and the patient was taken back for the second stage of this revision on (B)(6) 2012. It cannot be determined, with the information provided, that the complaint is product related. Review of provided patient x-rays finds the stem appears to be undersized proximally. Radiolucent lines are proximally visible as well as a proximal-medial void. The obesity of the patient is mentioned in the medical records and can be observed in the x-rays. Due to the increased loads combined with the small stem size this may have played a role in the loosening of the stem. It cannot be determined, with the information provided, that the complaint is product related. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.